Event description:
A malfunction on the pump was reported by the caller, with no notable events preceding it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact reported. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.